Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. Vascular access was obtained using retrograde approach. The 90% stenosed lesion was located in a shunt in the moderately tortuous and moderately calcified vein. After crossing a non-bsc guide wire, a 5.0 x 40, 40cm mustang catheter balloon was advanced to dilate the lesion. The balloon was inflated once at 20 atmospheres and upon the second inflation at 23 atmospheres for 120 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported and patient's status was good.